Event description:
It was reported that two hours after an implant procedure, the patient developed a hematoma. Manual pressure was applied and bed rest was extended. This patient is a participant in a micra transcatheter pacing study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).